Event description:
It was reported by the customer that they are having issue with occlusion alarms when using the unspecified bd alaris 1.2 micron filter tubing with smoflipid. The following information was provided by the initial reporter: the organization was having issues with occlusion alarms when using the unspecified alaris 1.2 micron filter tubing with smoflipid. We have not had reports of issues with intralipid and we do not dispense lipids in syringes for use on a syringe pump. What we discovered was that the administration set for smoflipid, in particular, must be primed with and infuse with 2-in-1 pn at the same time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city, state and manufacturer site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the customer that they are having issue with occlusion alarms when using the unspecified bd alaris 1.2 micron filter tubing with smoflipid. The following information was provided by the initial reporter: the organization was having issues with occlusion alarms when using the unspecified alaris 1.2 micron filter tubing with smoflipid. We have not had reports of issues with intralipid and we do not dispense lipids in syringes for use on a syringe pump. What we discovered was that the administration set for smoflipid, in particular, must be primed with and infuse with 2-in-1 pn at the same time.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that they are having issue with occlusion alarms when using the alaris 1.2 micron filter tubing with smoflipid. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.